Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of a -7.5 diopter was implanted in the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a toric lens due to refractive surprise. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).